Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband had an issue with the infusion set taping sticking which caused his blood glucose to increase to 700 mg/dl. The patient treated via manual insulin injection. The patient also had a low blood glucose of 43 mg/dl, which was treated with food, glucose tablets, and juice. No products were returned for analysis and a replacement infusion set was shipped to the customer.